Event description:
The customer reported the monitor had a speaker malfunction; there was no audio coming from the speaker. The device was not in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.